Manufacturer narrative:
Na

Event description:
The customer reported the ventilator had an odor of overheating on power up. The ventilator was not in use on a pt, therefore there was no pt involvement or harm. The respironics service technician confirmed the customer reported problem. The service tech reported the ventilator would not power on. Visual inspection of the power supply and snubber pcb showed signs of overheating. The service engineer reported replacing the power supply to correct the findings. Damage to the snubber pcb and power supply may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.